Event description:
It was observed that during the device evaluation, the plastic distal end cover of the videoscope was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the videoscope was burned. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.